Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign:spain

Event description:
It was reported that during surgery, the product did not have enough power during use. The taken graft was damaged. An additional unplanned skin graft was needed in order to complete the surgery. Another device was used to finish the surgery. Due diligence is complete, and no further information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the motor speed was high, the motor was corroded, and the switch was damaged. The switch and motor were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends